Manufacturer narrative:
Reporting institution phone : (B)(6). Reporter phone : (B)(6). Reporting address portal : (B)(6).

Event description:
It was reported the device failed the pacemaker test.

Manufacturer narrative:
It was reported the device failed the pacemaker test. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, processor board pca, and the capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.